Event description:
The pipettor arm on the galileo hit her in the shoulder. The customer di dnot sustain any serious injury.

Manufacturer narrative:
Customer was responding to a plate jam on the instrument. The instrument was at an error recovery stage. The customer states that the instrument had stopped and she then placed her hand in the instrument and suddenly the pipettor arm began to move, hitting her in the shoulder. The customer states that she did not select any of the commands on the instrument display screen before placing her hand in the instrument. Customer states that the instrument would no longer respond and she had to power cycle the instrument. After power cycling the instrument, there were no further issues. The following safety warnings are listed in the operators manual, "'warning: do not try to access the loading tower when the transport system is accessing the loading tower. This applies also if the door has already been opened before the transport accesses the tower. Wait a few seconds until the transport moves away from the tower before continuing loading/unloading." 'Warning: never attempt to reach the washer area while the galileo is operating, you may disrupt the galileo or injure yourself. The galileo switches off power to the motors if resistance to movement is encountered.' 'Warning: it is importnt keep your hands away from the pipetting area to avoid potential injury due to the moving instrument.'"